Event description:
The customer was hospitalized for dka. The customer currently is disconnected from the pump. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule. The customer also had irritation at the site. Instructed the customer to look into site choice with the doctor, possible irritation issues, or technique issues.